Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) therapy as a backup to ensure continuous insulin delivery. Tandem technical support arranged for a replacement pump with updated software to be sent. They also provided training access, storage instructions, and instructions for returning the defective pump, all of which the customer acknowledged.